Manufacturer narrative:
On 3/28/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (right) 275cc mentor memorygel breast implant catalog: 3502754bc lot: 7671271 sn: (B)(4) and (left) 275cc mentor memorygel breast implant catalog: 3502754bc lot: 7668862 sn: (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 350cc mentor memorygel breast implant catalog: 3543507, lot: 174622r. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient who underwent primary breast augmentation with two 350cc mentor memorygel breast implants, experienced right side rupture post-operatively. As a result, the patient was scheduled for removal on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, the product investigation was completed. Device investigation summary: upon receipt the device contained cloudy gel. Brown material was observed within the device and gel was observed on the shell surface. During the initial examination the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rent within siltex cracking on the anterior aspect, measuring approximately 0.5 cm. No other anomalies observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv ( high temperature vulcanization) shell of siltex breast implants. A manufacturing record evaluation (mre) was performed for the finished device number 174622r, and no non-conformances related to the reported complaint condition were identified. Since the second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore no further investigation is required. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).